Event description:
Dealer stated that the xpo100b portable concentrator shut down with an alarm. There was no alternate oxygen supply on hand, end users o2 saturation was low, required an ambulance for assistance and spent 4-5 days in the coronary unit.